Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. (B)(4) have been unable to reproduce the reported issue.

Event description:
The customer reported that wrong dose-mu in segmented 3d plan. Based on the available information there has been an actual mistreatment which has led to serious injury.